Event description:
It was reported that the pt had great difficulty charging her implantable pulse generator (ipg). A MFR rep met with the pt on (B)(6) 2011 to give her charging education and was unable to achieve any contact bars on the recharger despite trying for approximately one hr. A week later, the rep and the doctor saw the pt and agreed that the ipg was difficult to palpate due to a significant amount of scar tissue above the battery site. The pt was able to charger her battery but it took seven hrs a day. The pt met with the implanting physician on (B)(6) 2011, who commented that the battery did not seem too deep and that the scar tissue would not impact recharging. He thought that the battery should be replaced as it may be faulty. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).